Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming testing) has been confirmed. As received, the monitor delivered a high-energy pulse. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board and an internally shorted q13 component on the defib board. The root cause for the open resistor and shorted q13 could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor failed incoming testing.